Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A journal article titled "the power of reversibility." Reported adverse events associated with an implantable collamer lens (icl) implantation. The patient experienced blurred vision. The lens was removed and replaced for a same size but different power. The replacement lens resolved the problem.